Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The missing/dislodged stent was likely due to handling during protective sheath removal. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the multi-link 8 instructions for use instructs the user to inspect and verify stent location. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in an unspecified vessel, after deployment of a rx multi-link 8 stent system, the stent could not be located in the vessel or anatomy via x-ray. The cath lab was checked during and after the procedure and the stent was not found. The location of the stent could not be determined. Another stent was deployed successfully at the target lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. The inner seal on the sterile packaging was confirmed to be sealed and secure prior to the procedure. Reportedly, the stent was not closely inspected prior to use and during device preparation.